Event description:
The customer reported an elevated creatine kinase-mb (ck-mb) result, above the normal reference range, for one pt involving access 2 immunoassay system. This is report number one of two. The elevated result was reproducible, within the reference range, on the alleged access 2 system and on unicel dxi 800 access immunoassay system. The elevated result correlated with the pt's clinical condition and was released out of the laboratory. Subsequent samples from the pt produced results within the reference range. The pt was admitted to the hospital, but it is unk if any procedures were performed. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to access the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2008. The fse examined hardware and verified alignments. The fse performed system verification and all system test results conformed to the manufacturer's performance published specifications. The pt's samples were collected in lithium heparin tubes without gel. The sample was centrifuged at 5,100 rpm (rotations per minute) for 5 minutes. Quality control (qc) is run every 24 hours, and the data indicates all levels were within +/-2 sd (standard deviation) of peer mean on the day of the event. A system check was performed on (B)(4) 2008, within specifications. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-03451.